Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient's left hip is being revised for instability. Hip migration superiorly. Evidence of damage liner and poly wear. It was also stated that patient had metallosis. Evidence of damage to cup. And head scratched. New cup, liner and head implanted. Doi: (B)(6) 2011; dor: (B)(6) 2018; left side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.